Event description:
It was reported through a journal article that two patients were observed to have radiographic stem subsidence exceeding approximately 3 mm. The patients did not require additional procedures. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04), stem. B3: event date is the publication date of the article. G2: foreign, event occurred in japan. G2: nishi m, atsumi t, yoshikawa y, nakanishi r, watanabe m, ishikawa t, usui y, tatsuo t, kudo y. Mayo conservative hip stem for proximal femoral bone preservation in developmental dysplasia of the hip in young patients: a median follow-up of more than 10¿years. Hip int. 2025 jul;35(4):377-383. Doi: 10.1177/11207000251338196. Epub 2025 may 15. Pmid: 40375478. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were (updated/corrected). Updated: g3; h2; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.